Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed based on provided medical records. Available information suggests patient factors (hyperlipidemia, chronic kidney disease) likely contributed to the event as reported. Based on the medical records provided, the patient had a medical history of hyperlipidemia and stage iii chronic kidney disease. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that factors indicated above as well as the patient's history of smoking caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review findings, sections g6, h2, a2, b1, b5, b7, h6: type of investigation, investigation findings, investigation conclusions. Investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 3 years and 7 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position the valve was explanted due to unknown reasons. After reviewing the medical records provided, the patient is a 67-year-old male, with a history of aortic stenosis, porcelain aorta, nonrheumatic mitral regurgitation status post mitraclip ((B)(6) 2025), hypertrophic obstructive cardiomyopathy status post alcohol septal ablation (2023), coronary artery disease status post CABG '2 ((B)(6) 2022, off-pump), chronic kidney disease stage iii, hypertension, hyperlipidemia, obesity, left subclavian stenosis, and former smoking, who underwent a successful implantation of a 23 mm s3u valve in the aortic position on (B)(6) 2022. Approximately 3 years and 6 months post-implantation, the patient was evaluated on (B)(6) 2025 for a paravalvular leak of the prosthetic aortic valve, bioprosthetic stenosis, moderate-to-severe mitral regurgitation (status post mitraclip), and moderate mitral stenosis. A redo avr, mvr, and possible CABG were recommended and scheduled for (B)(6) 2025, then rescheduled to (B)(6) 2025 but aborted due to anemia and community-acquired pneumonia and was ultimately performed on (B)(6) 2025 after completion of antibiotic therapy. The intraoperative baseline transesophageal echocardiogram indicated severe aortic insufficiency secondary to significant paravalvular leak bordering the left atrium and mild-to-moderate valvular aortic stenosis. Doppler confirmed moderate paravalvular leak with a mean gradient of 25 mmhg and ava (I, d) of 0.95 cm', consistent with borderline severe bioprosthetic stenosis. The patient underwent redo sternotomy, explantation of the 23 mm s3u tavr valve, aortic root replacement with a 23 mm edwards inspiris konect valve conduit due to severe calcification of the native aortic annulus, resection of subaortic membrane, surgical mitral valve replacement after removal of the non-edwards clip, and a CABG '1 using svg to distal rca. Surgical pathology revealed mild pannus without calcification or vegetation on the explanted valve.

Event description:
As reported by implant patient registry, approximately 3 years and 7 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position the valve was explanted due to unknown reasons.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.